Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection_functional/performance evaluation: the sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records review: medical records were not provided. Image/photo review: one image was provided for review. Based on the image provided, a vena cava filter is stuck inside the deployment sheath with no contact to the deployment filter hook interface, can be confirmed. Conclusion: the investigation is confirmed for the filter failing to advance through the sheath and the gripper dislocating from the filter snare hook. It is possible that the user over tightened the connection between the storage tube and the sheath or that the user did not properly loosen the tuohy-borst. This would lead to difficulties advancing the filter through the storage tube. Per the reported event details, the user encountered resistance through the sheath and pulled back during advancement. Per the current IFU (instructions for use), the pusher catheter should not be retracted at anytime during the procedure. The definitive root cause of the reported advancement issues is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter became stuck in the sheath while attempting to advance. There was no attempt to deploy the filter outside the sheath. Access was maintained with a guide wire and another jugular filter was prepped and deployed successfully. There was no reported patient injury.